Event description:
It was reported that during a surgical graft implantation procedure, the material allegedly had a different texture and was more rigid. It was further reported that device allegedly had small cracks, making it impossible to use. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a surgical graft implantation procedure, the material allegedly had a different texture and was more rigid. It was further reported that device allegedly had small cracks, making it impossible to use. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one eptfe vascular graft segment was received for evaluation. Upon visual evaluation, a tear was noted from one end. Tears in-parallel were also noted from one end. Tactile evaluation was performed on the graft and did not feel overly stiff at any point. No further functional testing was performed. Also, one electronic photo was provided and reviewed. The photo shows the device in which material split can be noted on the center of the graft. Therefore, the investigation is confirmed for the reported material split, cut or torn issue as tears were noted on the returned device and provided photo. However, the investigation is kept as inconclusive for the reported material too rigid or stiff issue as no further functional testing could be performed. A definitive root cause for the reported material split, cut or torn issue and material too rigid or stiff could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.